Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The alert triggered for noise and abnormal pacing impedance. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.